Manufacturer narrative:
(B)(6). Study source: (B)(4) clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) clinical study. This complaint is being reported based on the event of a prolonged wheeze with a potential infectious cause treated with the antibiotic cipro. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient experienced an event of aggravated asthma. The patient experienced wheeze, dyspnea on exertion, and fatigue. The patient was treated with a prednisone taper. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported to have resolved on (B)(6) 2014. On (B)(6) 2014, the patient experienced a wheeze. The patient was treated with a prednisone taper, azithromycin, and cipro. It was reported that the azithromycin was prescribed prophylactically. Cipro was then prescribed to treat a potential infectious cause responsible for the patients prolonged wheeze. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported to have resolved on (B)(6) 2014. Baseline spirometry values: visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 2.14, fev1 % predicted: 98.17, fvc: 2.81, fvc % predicted: 99.29. Post-bronchodilator: fev1: 2.17, fev1 % predicted: 99.54, fvc: 2.79, fvc % predicted: 98.59.